Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the investigation is inconclusive for the reported balloon rupture, as the balloon was unable to be inflated due to substance in the inflation hub and inflation lumen. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model rv135610 pta dilatation catheter allegedly ruptured. This report was received from one sources. The device was used inside the patient, with no reported patient injury. The patient was a sixty-six year-old male, of sixty-nine kgs.

Manufacturer narrative:
The device has been returned for evaluation, for the one reported event. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model rv135610 pta dilatation catheter allegedly ruptured. This report was received from one sources. The device was used inside the patient, with no reported patient injury. The patient was a (B)(6) year-old male, of (B)(6) kgs.